Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the multi-function cable was not working when attached to this device. This is all the information available. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead the multifunction cable with CPR-d connector was returned to zoll (B)(6) for evaluation. The reported problem was observed. The customer's report was attributed to bent pins on the multifunction cable connector. The connector was scrapped at zoll (B)(6). Analysis for reports of this type has not identified an increase in trend.